Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with redness, dry eye, glare and halos in the left eye, at the two weeks postoperative visit. The artificial tear treatment was increased to four times a day, and the symptoms improved with treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).